Event description:
The pt received two leads with the same lot number. It was reported, the pt was no longer receiving stimulation coverage in the upper part of her head. The sjm representative attempted to reprogram the pt, but the session was terminated due to the pt reporting nausea and a shooting pain down her right arm. It was reported, the pt refused an x-ray to determined the location of the lead. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.